Event description:
I used renu with moistureloc contact lens saline solution from 11/10/05 through 1-30-06. I was diagnosed by dr with a corneal ulcer. Dr referred me to another dr who has been my corneal specialist since. Some of the adverse effects and injury sustained from the use of the moistureloc saline solution include but are not limited to; scarring on the left cornea just below the pupil, reducing vision from approximately 20/30 to now 20/400. Temporary blindness, could not see for 6 weeks which included not being able to drive or attend work. My vison has not returned to normal and has been blurred since. Severe unbearable light sensitiviy. In addition to the severe pain caused by the fungus, I was injected directly into the eye with a steroid anti-fungal shot used to combat the fusarium keratitis. Another adverse effect I have experienced from my reduced vision is a possible corneal transplant. Currently, I am in the process of the consideration of a corneal transplant. Should you need more information, I have extensive medical records from each of the specialists that I have seen since the incident.